Manufacturer narrative:
Conclusion and justification status for MDR: functional testing of the submitted trial spacer with a retained s/c & mod cath trial found the instruments to successfully assemble and disassemble as designed. The referenced head trial was not returned. The investigation did not find any evidence of product error. The investigation could not draw any conclusions about the reported event without the complainant's head trial to examine. No evidence was found of product error and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spacers were stuck in head trial.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.